Event description:
Doctor attempted to use an ultrasound machine prior to performing a stat c-section on a patient to determine if there was a fetal heart rate. The machine powered on, but did not complete the boot sequence in the expected fashion. The device was unplugged and another attempt was made, but the problem persisted.